Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy due to noise on the ventricular channel. Physician elected to leave system implanted due to unrelated patient illness. Patient was stable before, during and after the event.